Event description:
It was reported the patient is unable to establish communication between his ipg and programmer. It was also reported the patient's programmer displays a communication error. Additionally, the patient has not charged his ipg in approximately 2 months and he has lost stimulation. Surgical intervention is pending as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patent's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.